Event description:
It was reported that the camera head cable exhibited a failed leak test due to pinhole on the cable. There were no reports of patient harm associated with the event.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the returned device was evaluated and reported allegation was confirmed. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history record review found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.